Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the solent omni thrombectomy. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually and microscopically inspected. Inspection of the device revealed numerous kinks throughout the distal portion of the shaft (purple shaft) and hypotube with no cracks or other damage or irregularities to the device. Functional testing was performed by placing the device in the angiojet ultra console. Testing consisted of running the complaint device through the full priming cycle and 120 seconds in thrombectomy. The device ran within normal range without any leaks from the catheter or boot/pump assembly or any errors/alarms from the console.

Event description:
It was reported that catheter break occurred. The target lesions were located in the bilateral iliac arteries and superficial iliac artery. An angiojet solent omni was advanced for a thrombectomy procedure. However, during the procedure, the device was placed in the patient and was unable to be activated. Upon inspection, it was noted that the device was cracked. The procedure was completed with another of the same device. No patient complications were reported and patient was fine.

Event description:
It was reported that catheter break occurred. The target lesions were located in the bilateral iliac arteries and superficial iliac artery. An angiojet solent omni was advanced for a thrombectomy procedure. However, during the procedure, the device was placed in the patient and was unable to be activated. Upon inspection, it was noted that the device was cracked. The procedure was completed with another of the same device. No patient complications were reported and patient was fine.